Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. Operator of device - study coordinator. The actual device has was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during upon removing the glidesheath slender device from the package, the physician noted that it was "kinked", and disposed of the device in order to maintain patient safety. The device was never used on the patient. The device was replaced with a new glidesheath slender with no further issues. Patient radial artery measured 2.1mm, bi variant vessel anatomy noted at the access site. Patient was in stable condition. The procedure outcome was successful. There was no patient injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).